Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following evaluation findings were observed: switch button 1 mis-aligned, no angulation due to a detached and frayed wire, celling plate bent, clicking when lock engaged, distal end plastic cover has scratches with a sharp edge, chips and old glue on the light guide and objective lens, discoloration, crack, and sharp bending section glue, and bumpy insertion tube. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope angulation becomes locked-cannot disengage angulation knob snapped during preparation for use for a therapeutic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a frayed wire that was caught by a cylindrical part the wire passes, causing the suggested phenomenon. The user may be able to detect the suggested event by handling device in accordance with the following instructions for use (IFU): cf-hq190l/I operation manual chapter 3 preparation and inspection_ 3.3 inspection of the endoscope_ inspection of the bending mechanisms. Olympus will continue to monitor field performance for this device.